Event description:
The co service representative reported that the rental ventilator did not meet a specification. The control pressure was reading low at 0.45 psi. The specification is 0.8 to 4.0 psi. There was no pt involvement at all.